Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code design inadequate for purpose. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited a lead safety switch (lss) due to pacing impedance measurements high out of range on both the right atrial (ra) and right ventricular (rv) leads. It was noted that both leads were not a boston scientific product. Additionally, signal artifact monitor (sam) episodes were noted due to oversensing artifact related to the minute ventilation (mv) feature signal and pacing inhibition with presence of asystole. Technical services (ts) was consulted and reviewed. An x ray image was performed to verified possible fracture on the ra lead; however, no evidence of fracture was found. Ts suspects there is possible spring contact on these leads. The health care professional (hcp) stated they would contact the physician to review. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited a lead safety switch (lss) due to pacing impedance measurements high out of range on both the right atrial (ra) and right ventricular (rv) leads. It was noted that both leads were not a boston scientific product. Additionally, signal artifact monitor (sam) episodes were noted due to oversensing artifact related to the minute ventilation (mv) feature signal and pacing inhibition with presence of asystole. Technical services (ts) was consulted and reviewed. An x ray image was performed to verified possible fracture on the ra lead; however, no evidence of fracture was found. Ts suspects there is possible spring contact on these leads. The health care professional (hcp) stated they would contact the physician to review. This device remains in service. No adverse patient effects were reported.